Event description:
It was reported that the patient experienced a loss of therapeutic effect at night, but had better control during the day. The patient was reprogrammed on (B)(6) 2012. The patient's program was changed and the amplitude was increased, and the patient experienced pain in the buttocks when leaning back following the reprogramming. The patient had previously used program 2, and stated that it was much better than program 1. Information received from the hcp reported that the cause of the event was unknown, but noted that impedance measurements were above 4,000 ohms. The hcp stated that the patient did not require hospitalization, and there was no patient injury.

Event description:
Additional information received reported that the patient could not make it to the bathroom on time during the night and had to "bear down" in order to void during the day. These symptoms had not changed since the device was implanted. The patient was prescribed medication to take during the nighttime, however, after taking two of the pills, the patient woke up the following day with excruciating back and abdominal pain. The patient also experienced pain at the tailbone. It was unknown if this pain was related to the pills or stimulation, but the patient's stimulation was decreased to see if there was any improvement. It was noted that the patient went to her hcp office on (B)(6) where she was catheterized, and her hcp saw no evidence of infection. The patient switched to a different program to see if it would produce results, but noted that she would like to discuss having the implant removed.

Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v794133, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Information received also noted that during the night, the patient "floods" while on the way to the bathroom. During the day, the patient trickled urine while walking to the bathroom. The patient was reprogrammed in (B)(6) 2012 and following that stimulation was too strong. That issue was resolved. The patient was not happy with the stream/flow of urine during the daytime. The patient was initially on program 3 at 3.5v. Program 4 - 6.3v. Program 1 - 4.7v. Program 2 - 2.6v. The patient planned to try this program and see if this produced results.

Manufacturer narrative:
Lead model 3889-28, lot# v794133, implanted: (B)(6) 2011, explanted: na.

Event description:
It was later reported on (B)(6) 2013 that the patient never had therapeutic effect. Since implant she had never had good effect. It did seem to work during the day time however in the am it comes completely out. The patient thought it would help with setting a satisfactory urinary flow and it had not helped with this. The patient was constantly wearing a pad and leads throughout. The patient was dissatisfied with the implant and wanted it removed. The patient had gone in and had reprogramming done still no effect.